Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the tested threshold was quite high, after repeated operation blood flew into the lead and the guide wire could not be inserted into the lead. The rv lead was replaced with another lead to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the tested threshold was quite high, after repeated operation blood flew into the lead and the stylet could not be inserted into the lead. The rv lead was replaced with another lead to complete the operation. No patient complications have been reported as a result of this event.